Manufacturer narrative:
The manufacturer previously reported the original date received by the manufacturer in g3 was reported as (B)(6)2020. The correct received date is (B)(6)2020.

Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's proportional valve was found to be faulty. The device was scrapped per manufacturer's protocol. No repairs were made to the device.